Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) hospital main line regarding sub-optimal processing of 53 cassettes from a protocol which commenced on (B)(6) 2011, using the peloris tissue processor serial number (B)(4). Leica was advised on (B)(4) 2011 that one vulva specimen was not diagnosable and the patient was to be rebiopsied.